Event description:
It was reported the patient had a magnetic resonance imaging (MRI) on (B)(6) 2015. The pelvic area MRI was unrelated to the patient¿s device therapy. The patient stated her pump ¿never shut off before due to mris¿ but the patient did not think the drug infusion system was working because the patient was experiencing pain that was ¿increasing tremendously¿ that began (B)(6) 2015. The pump was never checked post MRI. The patient did not hear any alarms. The patient was able to receive a personal therapy manager (ptm) bolus dose post MRI. The drug being delivered via the device system was morphine. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 8835, serial# (B)(4), product type: programmer. Patient product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).